Event description:
A customer reported 4017 spec.sy clog detected error on the aia-360 analyzer when running quality control (qc) and patient samples. The customer ran maintenance on the wash sample nozzle, however issue remains. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a customer site visit and confirmed the reported issue by review of the error logs. The fse suspected a clog and replaced the sample nozzle, however the error recurred. The fse then replaced the s206 pressure sensor and checked impasse sense with a result value of -108 (acceptable range -200 to -80). The fse adjusted the impasse sense using a multimeter and also adjusted the sense board until the impasse sense was reading -155. The fse validated the analyzer by running quality control three times without the error recurring and results within acceptable range. The analyzer is operating as expected. The aia-360 analyzer is operating as expected. No further action required by field service. The aia-360 analyzer operators manual in section 7-1: lists of error messages states the following: error message: 4017 spec.sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The most probable cause was due to an operational problem with the s206 sensor, component failure.